Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning was noted at the time of a remote transmission. The left ventricular (lv) epicardial lead displayed high impedance and a fracture was confirmed via x-ray. The lv lead was completely separated. The lv lead was partially explanted (epicardial electrode remains implanted). In addition, the left atrial (la) epicardial lead displayed high thresholds and it was reported that the la lead never had successful capture since implant. The la lead was partially explanted (pericardial electrode remains implanted). A new epicardial lead was implanted in the right ventricle (rv). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lead was returned to the manufacturer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.